Event description:
Patient reported receiving an 04 (occlusion) error message from the device. He stated that he could not get the error to clear and his blood glucose elevated in the (500's mg/dl). The device was performing properly and the patient was advised to change out the infusion set beacause it could have been clogged.